Event description:
Information received from the field notes that the device exhibited no pacing or magnet response and could not be interrogated. The patient's intrinsic rhythm was 45 bpm. Emergency vvi was unsuccessful. Therefore, the device was replaced.